Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted five opened foil pouches were observed. Functional testing found that no needles nor sutures could be identified in the image provided and therefore could not be evaluated. It was reported that the needle detached from the suture. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a plastic surgery, when reconstruction of soft tissues on the face and left upper limb, while suturing, the needle detached from the suture. This necessitated the use of up to five additional sutures to continue the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb 1 vio 75cm gs21 x36, (lot number: a5c2225y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while suturing after the patient incision, the needle detached from the suture. This necessitated the use of up to five additional sutures to continue the procedure. No patient complications have been reported as a result of this event.